Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported a uim (user interface model) dark touchscreen while using the avea ventilator. The customer reported the uim monitor to be dim and intermittently turns on/off. The issue reported was found during pre-use vent setup. The customer reported no patient involvement and no allegation of patient injury. Carefusion (cfn) technical support recommended a new uim replacement since the suspect component manufactured was in 06/2006. The customer reported not to return the suspect component for evaluation, and the issue resolved when the customer received a new uim display.